Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the ipg was irritating the patient's skin. The patient underwent a revision procedure to relocate the ipg but during the procedure the physician punctured the ipg thus it was replaced. No device malfunction was suspected. The patient was doing well postoperatively.